Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gonging) was confirmed. As received, the belt failed incoming testing. Upon eval, pin 16 was bent (5v line) inside the trunk cable connector. The cause of the constant gonging is the bent connector pin. The root cause of the bent connector pin is likely a result of forcing the belt connector into the monitor while the pins were misaligned. No adverse event resulted from the bent pin. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant gonging. The pt was issued a replacement electrode belt.